Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had intermittent high impedance. The physician re-inserted the rv lead into the device and tightened the screw. After the procedure all measurements were "ok." When manipulating the device and pocket the rv impedance goes high. The physician will monitor the rv lead. The rv lead and device remain in use. No patient complications have been reported as a result of this event.